Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
(B)(4). It was reported by an attorney, that the pt has experienced gynaecological complaints involving pain, infections and abscesses. She has pus coming out of her vagina and sinus tracks going on either side and opening onto her buttocks. She has undergone additional surgery. The pts prognosis is currently unclear.